Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one bag was broken", "had extreme sharp jabbing pains in chest".

Event description:
Patient reported for left side "has symptoms on the left side", "it got fibrotic, got hard, and sometimes every 3 to 6 months feels pain, it¿s so heavy and it pulls on the gland¿, "one bag was broken", "extreme sharp jabbing pains in chest". Also reported "rheumatoid arthritis and severe joint pain" which is not related to the device. The device has been explanted.